Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that during an implant procedure, upon connecting a right ventricular (rv) lead into the header of this pacemaker, a high out of range pacing impedance measurement of 2200 ohms was observed. The physician decided to reposition the rv lead prior to pocket closure which was done so successfully. The pacemaker remains implanted and in service. No adverse patient effects were reported.